Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case and a cracked case-corner of belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to verify possible over, under delivery anomaly and perform the self-test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering and had high blood glucose level. Customer current blood glucose level was 173 mg/dl. The customer alleged insulin pump was under delivering because they bolused and runs high. The customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that insulin pump passed displacement test. Customer was assisted with troubleshooting for high blood glucose. The device will be returned for analysis